Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting, the wiper was not functioning as it could not clear the harvester. Per facility, when harvesting greater saphenous vein, instrument filled with blood and tissue from the leg. Clean instrument mechanism for instrument could not clean with "windshield wiper" an initial report was received under uf/importer report# (B)(4). No consequences or impact to patient. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on mar 11, 2022. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 11, 3331, 213, 67). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #3: 3331 - analysis of production records. Investigation finding: 213 - no device problem found. Investigation conclusions: 67 - no problem detected. Visual inspection upon receipt showed heavy deposits on the vein harvester. After appropriate decontamination, the wiper was tested to work appropriately and would wipe water from the end of a stock endoscope. A retention sample was visually inspected and found to have no anomalies. Then a stock endoscope was inserted into the returned vein harvester. Checked for endoscope interface fitment with the vein harvester retention device and the windshield wiper. Wiper moves as expected over the tip of the endoscope. All wipers undergo inspection for operational performance and function during the manufacturing process all available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.